Event description:
It has been reported that the patient's blood glucose levels rose to 283 mg/dl. The pod was leaking insulin during wear. The device was returned, and two tears were observed in the cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears and cause a leakage. Fluid was observed exiting the tears. It could not be determined when or how the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.